Event description:
It was reported that the physician was unable to screw in the leads to the pacemaker during an implant. The device was not used. Another pacemaker was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged and the set screw was loose/detached.